Event description:
It has been reported that the error message of ¿x-ray not possible¿ was displayed. No harm to the patient has been reported to philips. The available information does not indicate if the system was in clinical use or not when the issue took place. We are conservatively reporting this event at this point of time . A follow up report will sent if any further information is available. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the xray not possible. The rse found that there is too much delay in activation of the 2 internal switches in foot pedal. The two signals: 'command' and 'en_x signal' in the footswitch are not switching in correct sequence/in time with respect to each other, the xsc: tube current out of range. The rse recommended the customer to replace the footswitch and proceed with tube conditioning. After replacement the system returned to use in good working order. The codes were updated based on the investigation outcome.